Event description:
Pt has two devices implanted; bi-v on the left side, dual pm on the right with total of 7 leads (4 on the left, 3 on the right). This was a bilateral approach, cardiac lead removal case conducted in the ep lab was an acute class I infection. The pt had a total of 7 leads. The md prepped the cardiac leads with a lld attached to each distal tip and began lasing the ra lead and successfully removing it with the 16f sls. The md then began lasing the pt's rv lead when the pt's arterial blood pressure dropped. CT surgeon was called, arrived approximately 10 minutes and pt was transferred to the operating room. An emergent sternotomy was performed within 5 minutes of arriving in the operating room. A perforation in the area of the rv cardiac lead's implantation was noted and repaired, but unfortunately the pt did not survive the surgery. No devices were disposed of during the code and not retained for return analysis. Several unsuccessful attempts (12-29, 12-31, 1-10, 1-21) to obtain further device info were made.